Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Unit received with cracked case and cracked case-corner of belt clip rails. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that there was a superficial cracked at the back of the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. She was at the pool and she noticed that there was water on the pump. The device will be returned for analysis.